Manufacturer narrative:
The bottom housing cannula window and eseal were checked for damages and no issues were observed. Investigation found no abnormalities with the needle mechanism. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 17 mmol/l (306 mg/dl) while wearing the pod between 25 and 36 hours on the leg. Upon removal, it was noticed that the pod was leaking, and the cannula was not properly inserted into the skin.